Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient went to the emergency room for bleeding at the driveline exit site and upon dressing change the valor was exposed. The patient noticed bleeding on (B)(6) 2023 which had been happening on and off for the past couple days. The patient denied tugging, pulling, or any kind of trauma to the exit site. Blood cultures and wound cultures were drawn for analysis. The patient was stable. Log files were submitted for analysis.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported bleeding could not be conclusively established through this evaluation. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. Section 1 lists bleeding as an adverse event which may be associated with the use of heartmate 3 lvas. Section 6, under ¿anticoagulation¿, provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. Sections 2 and 6 of the IFU, as well as sections 2 and 4 of the patient handbook warn against pulling on or moving the driveline at the exit site, and state that the driveline must be stabilized at all times. These sections further warn that pulling on or moving the driveline can keep the exit site from healing or damage an already healed exit site. No further information was provided. The manufacturer is closing the file on this event.